Event description:
Boston scientific received information that the patient's right ventricular (rv) lead's terminal pin was unable to be removed from the pacemaker header. It was reported that pre-operatively a temporary lead wire had been placed as this patient was pacemaker dependent. There were no adverse patient effects reported as a result of the reported observation. This pacemaker was being removed for normal battery depletion (nbd).

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, microscopic visual inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead. All setscrews moved freely and operated normally. The pacemaker passed testing that verifies the performance of pacing and sensing.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.